Event description:
The cardiologist attempted arteriotomy closure with a techstar 6 fr pvs device. He obtained good marking and the needles presented without difficulty. As the device was pulled back to secure the square knots, the cardiologist noted bleeding around the wire. Use of an 11 fr sheath, followed by a 14 fr sheath, did not stop the bleeding. The pt was sent for surgical closure of the arteriotomy. In surgery, it was noted that the hole in the artery was larger than expected, leading to the assumption that the device had been overinserted. The pt was stable after surgery. The device was not returned to the MFR and was not available for evaluation. The instructions for use clearly caution that excessive force to advance the techstar device should be avoided as it may lead to significant arterial damage. Thus, user error apparently caused this event.

Manufacturer narrative:
Error found on reviewing closed files. Section b.5. Describe event or problem: the cardiologist attempted arteriotomy closure with a prostar 9 fr pvs device. He obtained good marking and the needles presented without difficulty. As the device was pulled back to secure the square knots, the cardiologist noted bleeding around the wire. Use of an 11 fr sheath, followed by a 14 fr sheath, did not stop the bleeding. The pt was sent for surgical closure of the arteriotomy. In surgery, it was noted that the hole in the artery was larger than expected, leading to the assumption that the device had been overinserted. The pt was stable after surgery. The device was not returned to the MFR and was not available for evaluation. The instructions for use clearly caution that excessive force to advance the techstar device should be avoided as it may lead to significant arterial damage. Thus, user error apparently caused this event.